Manufacturer narrative:
The pump had no button response due to flattened dome switches on keypad assembly (no crease). The pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The drive support disk was inspected and no anomaly was noted. The pump had minor scratched display window.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 536mg/dl. The customer's most current level was 212mg/dl. The customer treated with manual injection. The customer was treated at the hospital with fluids. Troubleshoot was conducted. The drive support cap was noted to be flushed. The customer was advised the pump would be replaced and returned for analysis.